Event description:
Account stated the bed needed repair.

Manufacturer narrative:
Technician found hi/low drive drifts down. The brake assembly was slipping. He replaced brake assembly parts to resolve.